Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history records was conducted. The report indicates that: no anomalies were detected during device history record review. No ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. A product evaluation was performed. The investigation of the complaint articles indicates that: the protection sleeve was received in good shape with minor wear marks. No visible damage to mating surfaces. All mating parts fit together as designed. The manufacture date is august 12, 2009. This instrument does not have any damage related to or effect on the complaint condition. It is a concomitant device. The complaint is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown. Additional product code: fsm. Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the surgeon was drilling a screw into a nail and missed the nail and drilled through the aiming arm instead. The surgeon was able to complete the surgery with a twenty minute delay and no harm to patient. This is report 2 of 7 for (B)(4).